Manufacturer narrative:
The rod was visually inspected. The manufacturing and inspection records were reviewed and there were no discrepancies found. The rod will be sent to an independent laboratory for analysis. The fracture of the rod occurred at the bend of the rod. It was reported that the patient had undergone a pedicle subtraction osteotomy (pso), at the level of the fracture, which likely contributed to the rod fracture. The patient's progress will continue to be monitored.

Event description:
Denali rod broke at l3 in an l1-ilium fusion. There was a pedicle subtraction osteotomy (pso) at l3 and medtronic rod connectors at l1 to a 6.35 rod that completed the proximal end of the fusion. The rod fracture occurred at the l3 site. Patient was revised.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the products used with the concomitant device(s) was conducted. All records revealed that all products lots were manufactured within specifications and distributed in accordance with all operating procedures. A review of the manufacturing and inspection records did not reveal any contributing information/trends. It was determine that the incident occurred due to uniaxial bending fatigue. A review of the complaint code trends did not reveal any contributing information as to the cause of this event. Manufacturer is not expecting additional information and considers this to be a closing report.